Event description:
Report received of a patient receiving two doses of an unspecified antibiotic. The homecare patient was receiving ceftazidime and vancomycin, dosages and pump settings were unspecified. The patient reported that the pump delivered two consecutive doses of one unspecified antibiotic. The antibiotic doses were supposed to be delivered 8 hours apart. The pump was disconnected and replaced. The patient did not experience any adverse effects. Though requested, no further information was received.